Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was hospitalized on november 4 due to diabetic ketoacidosis with an unknown blood glucose level and was transferred to another hospital on november 5. The customer experienced vomiting and incoherence. It was unknown that the insulin pump was on auto mode at the time of the incident or not. The customer experienced low blood glucose and was drinking some kind of clear fluids. The customer reported that the reservoir retainer ring was broken. The insulin pump will not be returned for analysis.